Event description:
The ortho summit process instrument reportedly processed 12 microwell plates with one row of microwells on each plate consistently reading jow ods and negative ods. No death or serious injury was associated with this incident.